Manufacturer narrative:
Event eval: still under investigation.

Event description:
A underwent aaa repair in 2008. During deployment of the zenith flex main body, there was considerable difficulty releasing the black trigger wire release mechanism. The usual troubleshooting maneuvers were attempted, loosening the pin vice and advancing the metal cannula a small amount, re-tightening the pin vise and attempting to pull the black trigger wire. When this did not work, the opposite was attempted, pulling the metal cannula down and then attempting to remove the trigger wire. To finally release the proximal trigger wire release mechanism (holding the gray positioner steady). This resulted in releasing the black trigger wire but took a significant amount of force to release it. During this maneuver, the main body deployed distal to the intended seal zone and a main body extension was needed to seal the proximal end of the graft. The site was asked to save all of the delivery sys, but unfortunately, the saved the wrong delivery sys so there is no prod to return. Pt is fine.